Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not received for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor deployed the angio-seal evolution in the right groin. When the doctor went to release the suture the entire device came out with the collagen, anchor and suture. They held manual compression afterwards. The patient was in stable condition post procedure. The procedure outcome was successful. Additional information was received (B)(6) 2019. The physician performed angiogram pre-deployment. The sheath size was a 8fr. The procedure was a neruo case.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.